Event description:
It was reported that the bd ultra-fine¿ pro pen needle experienced insulin-flow obstruction during injection. This event occurred 4 times. The following information was provided by the initial reporter: "needle attached to "easy flow penta point insulin injector", user inserts needle to inject insulin but the plunger does not move. He removes the needle and pushes plunger and it does eject the insulin, like there is a blockage in the needle when inserted?"

Manufacturer narrative:
Investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.